Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that noise on the atrial lead caused inhibition of pacing. The lead was capped and replaced.